Manufacturer narrative:
H6 - health effect clinical code: 4581 - mydriasis. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: unreactive fixed pupil (mydriasis) is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The patient continued to experience mydriasis, and it was noted "ubm demonstrates iris touching the lens". Lens remains implanted.